Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a bolus was delivered by the patient using the controller bolus calculator. The bolus amount was higher than expected, causing the patient¿s blood glucose levels to decrease to 33 mg/dl. The controller delivered the bolus while the patient was sleeping. Despite 3 attempts no other information is provided.

Manufacturer narrative:
The returned device was evaluated and the case description states the pdm causes the pods to deliver more insulin than what the user orders. Inspection of the device found no issues capable of causing incorrect calculations by the bolus calculator nor an overdelivery of insulin. The screen was observed to be damaged. This did not affect the functionality of the touch screen.